Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the probe broke 16 mm from the tip. The broken piece was returned. There were scratches around the broken part of the probe. In addition, the coating of the probe around the scratches was partially peeled off. Observation of the fracture surface of the probe revealed that the fracture progressed starting from the scratch on the probe. No contact marks or scratches were observed on the non-insulated area of the grasping section. Based on the analysis results of the actual device and the results of past investigations, the issue likely occurred in the following manner: 1. Probe came in contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2. The coating of the probe was peeled off by ultrasonic vibration. Also, the probe was scratched. 3. Subsequently, the probe was subjected to the load of sealing and cutting and grasping the tissue, cracks started from the scratch. 4. The probe became cracked, so it became impossible to output. 5. Some kind of load was applied to the probe and it broke. The instructions for use includes the following statements that warn against the issue: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
As reported for this event by the customer, during the middle of a therapeutic thoracoscopic pulmonary resection, the device stopped outputting. It is not known if an error message was received. The device was replaced with a new similar device and the procedure continued to completion. There is no harm or adverse impact to the patient. Subsequently, when the device was returned, the device probe was found to be broken. It is not known when the probe was broken. The device was inspected prior to use with no anomaly noted. The intelligent tissue monitoring (itm) setting were on during the procedure.